Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. A visual inspection found customer applied labels. Functional testing and evaluation found that the display on the mlx unit is blinking. Power supply fails to ignite the lamp and the control membranes are not working. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. The reported complaint was confirmed from the evaluation. Device identifier: (B)(4).

Event description:
It was reported that internal damage of the mlx 300w xenon lightsource caused fire or melting. No patient injury was reported.